Event description:
It was reported, "PICC fracture. Right arm swollen around PICC site, right arm measuring 30cm, left arm 28cm. Sact infusing at the time of fracture. Infusion stopped, withdrew 10mls blood from PICC line. Treated as per oxaliplatin extravasation as a precaution with hylaundraise." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "PICC fracture. Right arm swollen around PICC site, right arm measuring 30cm, left arm 28cm. Sact infusing at the time of fracture. Infusion stopped, withdrew 10mls blood from PICC line. Treated as per oxaliplatin extravasation as a precaution with hylaundraise." No other information was provided. Additional information: drug used: folfox (chemotherapy) additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown what vein the PICC was inserted into. Exit site marking 2cm and secured with securacath. There was no known interventions for occlusions with this PICC. Leak was at the 4cm mark inside the patient. Insertion date 3rd january 2024, reported 23rd april 2024. There is no xray imaging of this event. The catheter site was cleaned with chloraprep (chg 2% in 70% ipa).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a kink impression was observed between the 2 and 3cm marks. A secondary kink impression with a circumferential split was observed between the 3 and 4cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "PICC fracture. Right arm swollen around PICC site, right arm measuring 30cm, left arm 28cm. Sact infusing at the time of fracture. Infusion stopped, withdrew 10mls blood from PICC line. Treated as per oxaliplatin extravasation as a precaution with hylaundraise." No other information was provided. Additional information: drug used: folfox (chemotherapy).